Event description:
The customer reported a problem with the device and requested service. There was no reported patient involvement. On (B)(6) 2010, new information was reported to philips by the local 3rd party service person to whom the device had been sent for repair and evaluation. It was clarified that the device intermittently had a blank display.

Manufacturer narrative:
(B)(4): the customer reported a problem with the device and requested service. There was no reported patient involvement. On (B)(4) 2010, new information was reported to philips by the local 3rd party service person to whom the device had been sent for repair and evaluation. It was clarified that the device intermittently had a blank display. The problem was resolved by replacement of the keyscan pca.